Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that ¿about a year ago¿ the patient was having ¿bouts of diarrhea¿ and she had the device ¿moved.¿ the patient then clarified that she had the device replaced because of battery depletion. The patient stated that ¿they just said it was going dead because she had to have it turned up pretty high.¿ the patient had diarrhea symptoms for close to ¿eight or nine months¿ which started sometime in 2011. After the device was replaced the patient¿s symptoms ¿disappeared.¿ additional information was received from the patient. They further reported they had about 4 devices put in. It seemed like they worked, but after a while they didn't. They had one put in that worked good without oxybutynin, but they got it changed because they had bowel problems and thought it would work. They reported it seemed like the devices only worked for a little while. No further complications were reported or anticipated.